Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. In addition, in situ measurements prior to the observed impact show two channels involved in a short circuit due to undetermined reasons. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user hit his head while running and playing. Reportedly, there has been no change in hearing performance with the device after the event. The user was re-implanted.

Event description:
The user hit his head while running and playing. Reportedly, there has been no change in hearing performance with the device after the event. Re-implantation is recommended.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. In addition, in situ measurements prior to the observed impact show two channels involved in a short circuit due to undetermined reasons. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. No information on possible further steps has been received yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user hit his head while running and playing. Reportedly, there has been no change in hearing performance with the device after the event.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. In addition, in situ measurements prior to the observed impact show two channels involved in a short circuit due to undetermined reasons. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user hit his head while running and playing. Reportedly, there has been no change in hearing performance with the device after the event. The user was re-implanted. Despite requested, the concerned device could not yet be retrieved for investigation.